Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 163 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that there were cracks on the body of the insulin pump. There was a cracked near the battery compartment and another cracked above the screen near the medtronic minimed print. The damage had been there for a long time and the customer was unaware of how it had occurred. The insulin pump was not returned for analysis at this time.